Manufacturer narrative:
Not available as product was manufactured on or before september 23, 2014 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise and it was noted that the pacing lead impedance values were declining over time. The right atrial lead was explanted. The patient was stable post procedure.